Event description:
It was reported that there was thermal event.

Manufacturer narrative:
Alleged failure: per rep, safety feature in which the light shuts off automatically shuts off is not working properly. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be unintentional variation in the manufacturing process for safelight adapters, damaged contact ring on the light source and/or not fully seated safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was thermal event.